Manufacturer narrative:
The event occurred in (B)(6).

Event description:
A pharmacist complained of questionable inr results for 1 patient from a coaguchek inrange meter serial number (B)(4) compared to the star/sta compact-neoptimal isi 1 laboratory method. This medwatch will cover strip lot 35349819. For information on strip lot 34521313 refer to the medwatch with patient identifier (B)(6). The result from the meter using strip lot 35349819 was 5.4 inr. The result from the meter using strip lot 34521313 was 5.7 inr. The result from the laboratory method was 3.5 inr. The patient's therapeutic range is 3 - 4 inr. There was no allegation of an adverse event. The test strips have been requested for return. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned strip lot 345213-13 for investigation. The returned product was measured in comparison to a retention meter and master lot strips. The customer did not return strip lot 35349819. Testing results (qc range 2.9 - 3.7 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.